Event description:
Including, but not limited to, I had a transvaginal sling implanted (B)(6) 2006. On (B)(6) 2006, I went to the emergency room to have a catheter put in so I could urinate. On (B)(6) 2006, I had surgery to adjust sling so I could urinate. Still experiencing pain, I had a hernia repaired on (B)(6) 2007. Still experiencing pain I had exploratory surgery on (B)(6) 2008. Nothing found but adhesions where my gall bladder was removed. Still in pain afterwards. On (B)(6) 2009, I had part of sling removed from urethra and holes in urethra repaired. Still in pain I had exploratory surgery on (B)(6) 2010. Found twisted colon and adhesions. Had both removed. Still in pain afterwards. On (B)(6) 2010, I had more of the sling removed from the urethra and two holes in the urethra repaired. Still in pain afterwards.